Manufacturer narrative:
The device has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose of 435 mg/dl with frequent urination. No unusual treatment was required. During troubleshooting, customer support found the pump had a loss of prime issue. Loss occurring multiple times with at least 3 separate cartridges from 2 separate boxes. The blood glucose excursion does not meet animas criteria for a reportable event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings:a review of the black box showed no loss of prime alarms. The ezprime and 24 hour duration testing were performed with no loss of prime warnings the pump detected the correct force. The complaint of loss of prime issues were unable to be duplicated.